Event description:
It was reported that the patient was hospitalized on (B)(6) 2009 due to dyskinesia following an increase in parameters on their implantable neurostimulator (ins) on (B)(6) 2009. An "adaptation of stimulation parameters" was then performed. The stimulation parameters at the time of the event were: left: 3.0 volts, 130 hz, 90 usec; right: 6.5 volts, 130 hz, 90 usec. The event was judged to be device-related. The patient recovered from the event on (B)(6) 2009.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), product type extension; product ID 748251, serial # (B)(4), product type extension; product ID 3389-28, lot # b0905597k, product type lead; product ID 3389-28, lot # b0905593k, product type lead.